Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with prime error alarm during basic occlusion test and unable to prime at during prime test due to protruded/loose drive support disk. The insulin pump was unable to perform occlusion test due to prime error alarm. The insulin pump had minor scratches on lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The patient's blood glucose level was 36 mg/dl at the time of the call. The customer stated that the insulin pump alarmed during seating the force sensor. The insulin pump did not detect the reservoir. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.